Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4096, competitive implantable pacing lead, (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was experiencing high impedance and a rise in threshold. The patient presented to the clinic after noise was noted on the lead causing asystole and delivering inappropriate therapy. A possible fracture is suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.